Event description:
The customer reported having unexplained high blood glucose. The customer's most recent glucose reading was 87mmg/dl, and she has treated with a bolus. Troubleshooting was performed. The time, date, settings, and programming were correct. Assisted the customer with rewinding/priming, and the insulin did exit. The customer stated that she rec'd an error alarm during manual prime. Advised the customer revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the error alarm.